Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a high blood glucose level of 515 mg/dl. The customer reported chest pain prior to the hospitalization. The customer was wearing the insulin pump during their hospital stay. The endocrinologist took a look at the insulin pump and told the customer the pump is not working. The customer reported no delivery alarms form their insulin pump. The customer stated that they were wearing the same infusion sets for four days instead of using them for two days. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.